Manufacturer narrative:
H.6. Investigation: one sample was returned for investigation. An investigation was performed. Sample was connected to a bd syringe and attempted to flush water through the set. Set was unable to be primed through one of the two smartsite ports. The customer complaint that there is difficulty priming the port on the extension set while flushing the tube was verified. A device history record review for model: 20019e lot number: 20095134 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot#: 20095134 regarding item#: 20019e. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. CAPA#: 1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that y ext w/vlv ports & 2 sld clp had flow issues. The following information was provided by the initial reporter: event 1: material#: 20019e batch/ lot#: 19087759. Event 2: material#: 20019e batch/ lot#: 20055332. Event 3: material# 20019e batch/lot#: 20095134. It was reported that there is difficulty priming the port on the extension set while flushing the tube. 11/23/2020: our smartest extension set (bifusers) have had some issues recently. There is one port on them that will not prime easily even with appropriate engagement of tubing. There has been a need to use a syringe to flush the one side. I tried it today and it felt as if there was a pop on one side when I went to the flush the tubing, the other side didn't have that feel.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 19087759, medical device expiration date: na, device manufacture date: 2019-08-22. Medical device lot #: 20055332, medical device expiration date: 2023-05-09, device manufacture date: 2020-05-04. Medical device lot #: 20095134, medical device expiration date: 2023-09-17, device manufacture date: 2020-08-26. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that y ext w/vlv ports & 2 sld clp had flow issues. The following information was provided by the initial reporter: event 1: material #: 20019e, batch/ lot #: 19087759. Event 2: material #: 20019e, batch/ lot #: 20055332. Event 3: material # 20019e, batch/lot #: 20095134. It was reported that there is difficulty priming the port on the extension set while flushing the tube. On (B)(6) 2020- our smartest extension set (bifusers) have had some issues recently. There is one port on them that will not prime easily even with appropriate engagement of tubing. There has been a need to use a syringe to flush the one side. I tried it today and it felt as if there was a pop on one side when I went to the flush the tubing, the other side didn¿t have that feel.